Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged, and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a visual inspection of the pump showed that the battery compartment lip was chipped; exposing the battery compartment¿s housing. The battery compartment was also cracked. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications; no defect was found with the battery cap. Unrelated to the complaint; moisture was present in the battery compartment. The pump failed a leak test in the display lens case. Evidence of moisture was found throughout the pump. Additionally, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.